Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2021. They reported that they were in a lot of pain since having surgery. They were trying to measure their voids, but the hat rubbed on the incision site and that hurt too much. They said that they are going more and changing more diapers than before. The patient called back saying they were in a lot of pain when they went to their doctor on (B)(6) 2021 and that their bladder was not emptying. They were able to catheterize the patient and empty the bladder. They said they had not been able to go on their own since the procedure and just leaks. No device issues were reported.